Manufacturer narrative:
(B)(4). (Emdr number 1525965-2015-00163) has been determined to be a duplicate of complaint (B)(4) (emdr number 1525965-2015-00166). The investigation results for complaint (B)(4) will be documented in complaint (B)(4) (emdr number 1525965-2015-00166).

Event description:
In this case the customer reported that a patient was being transferred from a stretcher onto the CT bed. Before the procedure began and before the patient was driven into the gantry the bed lowered itself slowly to the lowest position and the customer was not able to drive it up. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse stated that the estop did open but the table had moved down to the hardware limit.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).